Manufacturer narrative:
The product was returned for analysis and the reported complaint was confirmed. Iol received in two pieces in the iol case. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. The axis marks are not adjacent to haptic as required. The product did not meet specifications. Axis marking on iol was observed to be not adjacent to haptic as required. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery with intraocular lens (iol) implant procedure, the physician noted the lens was implanted that the dots to line up the toric power were not in the right location on the lens. The physician cut out the lens and replaced it. It was reported that per the surgeon opinion the contributory cause was due to manufacturing error. There was no patient harm reported.